Manufacturer narrative:
Lumenis is currently investigating the reported event directly with the user facility and the initial reporter for follow-up information. When additional information has been provided to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR.

Event description:
It was reported on a voluntary medwatch (mw5061510), filed by a patient that stated "my sole purpose for the dermatologist visit on (B)(6) 2014 was to have 2 small raised sebaceous hyperplasia marks removed. Instead, lumenis quantum 560 ipl was rapidly pressed against my entire face and left me with a thermal burn in less than 20 seconds."

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings and patient photographs, which were provided. The user facility physician reported that a test patch was performed prior to treatment, which resulted in mild redness and no urticaria. The physician continued to report that following the treatment, no adverse effects had occurred. The patient was reported to have been prescribed finacea for rosacea, and directed to use gentle cleansers and moisturizing cream on the treatment area. Additionally, the user facility physician reported that a follow-up visit had occurred with the patient on ((B)(6) 2014) which stated "no adverse effects seen. Patient still has rosacea & sebaceous hyperplasia. No atrophy or textural changes, no hyperpigmentation". A review of subject device service records found that the subject device had been serviced by a lumenis technical engineer five (5) days following the reported event for preventative maintenance. The technical engineer stated "system is working fine after pm and meets inspection requirements". No issues were found or reported by the user facility. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding that the reported settings were within normal limits per device training and device IFU. Additionally, the professional stated: "the area of concern on the patient's face is a common and expected result of treating deep vessels of rosacea. When the large feeder vessels are destroyed there may be a very slight depression. This should have been explained well before the treatment. This is why the physician is claiming there is no adverse event, but if the patient was not prepared for the result of the treatment, the patient would seem to believe that an adverse event had occurred.